Event description:
The patient reported that their cuff continued to inflate to the point of bruising their arm. Teladoc's blood pressure monitor fits patients with up to a 45cm arm circumference, the patient confirmed that their arm does not fall in the cuff range.

Manufacturer narrative:
The blood pressure monitor associated with this report was requested back but has not been returned. If the device is returned an investigation will be conducted and a supplemental report will be filed.